Event description:
It was reported that the arctic sun device alarmed error 80 non-recoverable system error. Walked through powering device off and on. And the device alarmed 05 water reservoir empty. Had them clear alarm, press continue current patient and select empty pads. Once pads were emptied, continued cooling patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. UDI related data quality updates only: UDI format updated with available product information per gudid as requested h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarmed error 80 non-recoverable system error. Walked through powering device off and on. And the device alarmed 05 water reservoir empty. Had them clear alarm, press continue current patient and select empty pads. Once pads were emptied, continued cooling patient. Per follow up via phone on 29dec2023, spoke with nurse who confirmed therapy completed after system restart. No further issues noted and unable to provide patient information. Device remained in service without assessment.

Event description:
It was reported that the arctic sun device alarmed error 80 non-recoverable system error. Walked through powering device off and on. And the device alarmed 05 water reservoir empty. Had them clear alarm, press continue current patient and select empty pads. Once pads were emptied, continued cooling patient. Per follow up via phone on 29dec2023, spoke with nurse who confirmed therapy completed after system restart. No further issues noted and unable to provide patient information. Device remained in service without assessment.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.